Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as open rash . There was no alleged device malfunction contributing to the irritation. There is no indication that the patient received medical intervention, reporting out of abundance of caution. The patient stated they do have a history of sensitive skin and /or allergies. Outcome of the irritation is unknown as follow up attempts were unsuccessful.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.